Event description:
It was reported that the ilet displayed a recurring ¿unable to proceed¿ loop when the patient attempted to fill tubing, with no bell notification and no effect on blood glucose reported. Symptoms included no adverse clinical effects. Outcomes included device replacement and instructions provided to shut down the device, return the original unit using a provided shipping label, and restart the replacement device as data would not transfer. Investigation included customer support, troubleshooting and education, verification of logistics for replacement and return, and data synchronization guidance. Investigation of this device did not reveal any operational issue consistent with a user interface or pump workflow fault during cartridge/tubing fill, not reproduced after replacement. It was concluded that the cause was not a device malfunction.

Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."